Manufacturer narrative:
The controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the pins on the power port was bent on the controller. The controller was exchanged for the back-up controller. No patient complications have been reported as a result of this event.